Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the patient¿s first implant set off alarms and using an electric heating pad caused pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.